Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that the day before the call, they had been in a car for 3-4 hours and sitting around a lot throughout the days, her feet started to cramp up severely going up to her right hamstring of her leg. She stated it was "so much pain" and stated this has not happen before. She stated she tried ice pack but that did not seem to help, lowered stimulation down from 0.6 v to 0.3 v and the cramping went away. The patient reported the sensation did not feel like the pulsation that her stimulator gives and was not in the area of where she normally felt stimulation. Patient services reviewed with the patient how to turn ins off and recommended she monitor her symptoms to see if cramping still occur or not while device was off. No further complications were reported or are anticipated.